Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a plum 360, pump turns off. It is unknown if there was patient involvement, but no harm occurred.